Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump was not turning on. The customer's blood glucose level was unknown. They mentioned that it happened when he lost balance and fell. The insulin pump had crack on battery compartment and could not be turned on. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a solid white blank display with vertical black lines across the display due to cracked lcd glass. Unable to perform the self test and the displacement test due to display anomaly. Device was also received with the case cracked behind the pump at the corner of the belt clip rails.